Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that a couple of months after patient's implant, while they were sitting and charging, they got shocked the crap out of. Patient mentioned they had the belt on. They stated that their wife tried to unplug it to keep it from shocking, and didn't mention that it had happened anymore. No further complications were reported. [Please refer to pe (B)(4) for event pertaining to belt dont work every time].